Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 MDR reports submitted for the same event. See also: 3002806535-2014-00079.

Event description:
It was reported that patient underwent an initial right hip procedure on (B)(6) 2013. Revision procedure was performed on (B)(6) 2013 due to infection. No further information has been received.